Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient was treated with the incorrect treatment during laser ablation of the left eye. The treatments were similar and the patient had an outcome of 20/40. Additional information received confirming the patient received right eye treatment on the left eye although the correct information was in the laser. The information for the right eye was displayed but the laser was positioned over the left eye. A warning was displayed and the surgery was performed by clicking through the warning box.